Event description:
The customer reported the system is displaying a checksum error and will not boot. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the tech processor and sram card. System operates as intended. (B) (4).